Event description:
During acquisition of wb study, the camera after advancing to 2nd frame, raised head 2 (below table), the head contacted the table and proceded to raise the bed and the pt around 4". At this time the tech pressed the emergency stop which did stop camera motion. Tech indicates that this has occurred twice over the last few months and that he had disabled the collimator touch pad sensors by placing "jumpers" in the camera arms.